Manufacturer narrative:
The returned device was evaluated. The investigation identified a main-board component solder defect, which resulted in the device providing a pleth waveform without measurements being displayed. A "sensor off patient" error message was also observed.

Event description:
The customer reported the rad-97 "spo2 measurement faulty, measurement only sporadic". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "spo2 measurement faulty, measurement only sporadic". There was no patient impact or consequence reported.